Event description:
It was reported that (2) 511sd and (1) 512sd were used during an unknown procedure. It was reported by the rep that the trocar gaskets tore during a procedure. No one new exactly when or who's procedure it was. The trocars had been set aside and forgotten about for several days by the nurses. It is unknown how the case was completed. There was no consequence to pt.